Event description:
Reporter alleged that he awoke with a headache and his joints were aching when he attempted to test on his aviva meter but could not because he received an error message. Reporter stated that he then passed out and his son called the emts who took the customer to the hospital. Customer is unsure of the time frame between the error message and passing out. Reporter stated that the hospital obtained a 561 mg/dl result and treated him with insulin. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.